Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage and was feeling stimulation in the ribs. It was also noted that the ipg was not maintaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the facility and will not be returned.